Event description:
The reporter stated the surgeon inserted a cc420bf collamer single piece lens but the capsule sac was unable to hold the iol. The iol was removed with no patient injury and a three piece iol was implanted per the doctor. The reporter stated it was unknown as to why the capsule sac would not hold the iol but there was no capsular tear. The reporter stated it was a patient related event and was not iol related. The reporter stated it was unknown if the iol was damaged while it was being used.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a patient related event. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.